Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer boots normally to the application screen. The computer booted normally multiple times during burn-in testing. No "no signal" messages were observed. There was no failure found with the returned computer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site due to legal confidential reasons. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively. It was reported that the system was started, then it turned off autonomously after a while and was in the condition of displaying "no signal". The system was operation till registration was proceeded once, but he system was unresponsive during the process. After that, the product was still unable to be started with the display of "no signal". The use of the navigation device was discontinued. The surgery was completed and there was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a display issue and new parts needed to be installed which resolved the issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.